Event description:
It was reported that a thrombosis occurred. During a left atrial appendage (laa) closure procedure for an atrial fibrillation case, a versacross connect for laac kit was selected for use. The physician performed the transseptal crossing (tsp) however noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. Upon removal of the non-boston scientific pigtail catheter from the watchman sheath, there was a clot present all over the pigtail catheter. The patient act was over 400. In the physician opinion, because heparin was administered post tsp crossing, the clot likely formed inside the watchman sheath. The sheath was aspirated and cleared of clot prior to watchman device insertion. The procedure was successfully completed with no patient complications and the patient was discharged home. The device is not expected to be returned for analysis. There was no difficulty with tsp workflow. The versacross connect dilator was removed immediately after tsp. The pigtail was inserted to shoot contrast, and as soon as that was removed, clot was all encompassing the pigtail catheter. The radio frequency wire was not believed to have had anything to do with the thrombus forming. It is believed that the large bore sheath with un-heparinized blood in it caused said blood to clot around the pigtail catheter. The cause of the clot is believed to be due to heparin being administered after tsp instead of before. The sheath was in the la when the pigtail catheter was inserted.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there were no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user 'use of versacross connect is expected to reduce the number of exchanges in the procedure resulting in a more efficient transseptal puncture. This should be taken into account when estimating the timing for heparin administration to ensure appropriate act levels after transseptal puncture.' And "deliver a continuous heparinized solution infusion or aspirate periodically. This may help reduce the risk of thromboembolic complications due to thrombus formation, as there may be a possibility of thrombus development at the distal dilator tip or inside the dilator lumen.'.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information was performed, but it was not available.

Event description:
It was reported that a thrombosis occurred. During a left atrial appendage (laa) closure procedure for an atrial fibrillation case, a versacross connect for laac kit was selected for use. The physician performed the transseptal crossing (tsp) however noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. Upon removal of the non-boston scientific pigtail catheter from the watchman sheath, there was a clot present all over the pigtail catheter. The patient act was over 400. In the physician opinion, because heparin was administered post tsp crossing, the clot likely formed inside the watchman sheath. The sheath was aspirated and cleared of clot prior to watchman device insertion. The procedure was successfully completed with no patient complications and the patient was discharged home. The device is not expected to be returned for analysis. There was no difficulty with tsp workflow. The versacross connect dilator was removed immediately after tsp. The pigtail was inserted to shoot contrast, and as soon as that was removed, clot was all encompassing the pigtail catheter. The radio frequency wire was not believed to have had anything to do with the thrombus forming. It is believed that the large bore sheath with un-heparinized blood in it caused said blood to clot around the pigtail catheter. The cause of the clot is believed to be due to heparin being administered after tsp instead of before. The sheath was in the la when the pigtail catheter was inserted.